Event description:
It was reported that the end of the crossit guide wire separated in the right coronary artery. Interventional attempts were made to retrieve the separated segment from the artery. No other info was provided.